Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Patient financial services received information that the customer has passed away. The next of kin was contacted and confirmed the customer's passed. The mother stated that the customer died on impact, in a 4-wheeler accident. The mother of the customer declined providing details, stating, should they choose to provide additional information they will contact medtronic on their own time. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.